Event description:
The report received from the field states that this pt was presented to the interventional lab for a stenting procedure of the right renal artery in 2005. There is no info about vessel characteristics. The lesion was pre-dilated with a 6x2 mm balloon at 6 atmospheres. The palmaz genesis stent was then delivered to the lesion and deployed at 10 atmospheres with good result. In 2005 the pt came back to the hospital complaining of abdominal pain. A cat scan was performed along with an angiogram of the pt's renal arteries which showed a mid-stent fracture. In addition to this finding, a pseudoaneurysm was revealed at the site of the fracture. The physician treated the lesion with a covered (viabahn) stent. There was no harm to the pt.